Manufacturer narrative:
The device passed the full functional test including the displacement test, rewind test, prime test, seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error 25 alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance on electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. The device was received with cracked retainer, scratched case and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump errors. The customer's blood glucose was unknown at the time of incident. The customer performed troubleshooting and was able to clear alarms. The insulin pump was returned for analysis.